Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw an end-of-service (eos) message. This had occurred in (B)(6) 2019. There was an allegation/dissatisfaction with the ins longevity as they thought it would last 5 years. No symptoms were reported in the event. The patient was redirected to their healthcare professional (hcp) for battery replacement/schedule battery replacement. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported although the patient claimed the battery was not working, they checked it and it seemed to be on and seemed ok. There were no further complications reported or anticipated.